Manufacturer narrative:
PMA/510(k) number = pre-amendment. (B)(4). Investigation - evaluation: a review of the complaint history and device history record review was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported, the tip of the performer introducer was noted to be damaged when it was removed from it's packaging. The damage was described as a rough end with sharp edges. The device was not used during the unspecified procedure. Another performer introducer was used to complete the procedure. No adverse effects have been reported. Reportedly, the complaint device is available for return to the manufacturer; however, it has not been received to date. A follow up report will be submitted should it be received for investigation.